Event description:
It was reported the device is getting stuck booting and the splash screen appears distorted/incomplete. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).